Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood detect" alarm. The company representative helped the customer over the phone by requesting them to check throughly for the blood in the tubing but no blood was identified in the iab tubing. The customer turned off the pump and turned back on after 10 seconds, as requested by the company representative, but the "blood detect" alarm persisted. The customer was advised to switch the pump and tag the original pump. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
No information has been obtained with respect to the pump, serial number, evaluation date and results. Good faith efforts were conducted but no further information was retrieved from the customer. Since this facility does not use maquet for services adn the time lapse of this complaint, no further evaluation can be made.